Manufacturer narrative:
The failure mode was confirmed at mckesson. A review of the device¿s serial number history did not identify similar complaints. The probable cause was determined to be a calibration issue. The hex file was installed and the pump 30psi was recalibrated from value 342 to 292. The 4psi was recalibrated from 405 to 382. Following these actions, the pump successfully passed all required tests. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report from mckesson stating the device failed 30 psi occlusion test and required a hex file installation. No patient involvement was reported.